Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the urological procedure, while penetrating into the bladder, the ceramic tip of 27050ca broke and piece of it got loose under the prostatic urethra. The loose piece had been managed to pull out by grasping forceps." No negative impact in state of health reported. New information received on march 4, 2026: "adverse consequences: patient, mucosal damage to the urethra" the reported damage to the urethral mucosa constitutes internal tissue injury.